Event description:
Reliant balloons were used in a patient as an accessory product during an endovascular treatment of an abdominal aortic aneurysm approximately four weeks ago. Aneurysm and vessel morphology were not reported. It was reported that while the balloon was being prepped, the physician attached the syringe to the balloon lumen however, could not fill and deflate the balloon and air was leaking from the balloon. The decision was made to not use this balloon. Another reliant balloon was inserted in the patient; however, the balloon burst during use. Another reliant balloon was used to successfully complete the case. No clinical sequelae were reported, and the patient is fine. The first reliant balloon was returned and it's evaluation has been completed. The device was clean and unremarkable. The balloon was present in place at the distal end and appeared intact. During evaluation, the balloon was inflated with water through the inflation port using an endoflator and a syringe. The balloon inflated and deflated fine without resistance or leakage. The whole balloon was submerged in water while being inflated and no air bubbles were observed. The complaint could not be confirmed. The balloon inflated and deflated fine without resistance or leakage.

Manufacturer narrative:
(B)(4).